Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent light output probable root cause: broken optical fibers poor light cable alignment in jaw residue on fiber tip nonuniform light output intermittent electrical component contact in safelight circuit reed switch assembly malfunction magnet missing from safelight adapter use error the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81

Event description:
It was reported that there was loss of light.